Event description:
A peritoneal dialysis (pd) patient¿s caretaker reported having had a fluid leak associated with the patient¿s pd treatment. During drain 1of 5, the caretaker reported there was an air detected in cassette warnings. The caretaker canceled treatment, and when removing the cassette from the cycler fluid was found the pump module and on the exterior cassette. In a follow up, the patient¿s pd nurse reported that the patient did not have any adverse event, harm or intervention in association with the fluid leak. The nurse said that the patient was issued a new cycler and the other cycler is available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s caretaker reported having had a fluid leak associated with the patient¿s pd treatment. During drain 1of 5, the caretaker reported there was an air detected in cassette warnings. The caretaker canceled treatment, and when removing the cassette from the cycler fluid was found the pump module and on the exterior cassette. In a follow up, the patient¿s pd nurse reported that the patient did not have any adverse event, harm or intervention in association with the fluid leak. The nurse said that the patient was issued a new cycler and the other cycler is available to be returned for investigation.